Event description:
The pt never experienced therapeutic effect when stimulation was on. The hcp determined that the lead had detached from the implantable neurostimulator and had migrated. The pt had an appointment with the hcp to explant the device. Additional information has been requested. A f/u report will be submitted if additional information becomes available.